Event description:
It was reported the patient's (B)(6) ipg has become more superficial due to weight loss. The issue has resulted in discomfort for the patient. No further details have been provided with respect to planned intervention.

Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.